Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their follow up transesophageal echocardiogram(tee) imaging procedure. The tee images showed that the device did not seal and there was a leak. The physician is keeping the patient on dapt and scheduled a repeat tee procedure for 6 months later. The patient did not experience any complications or consequences as a result of this event.